Event description:
Reporter indicated that vns patient was scheduled for explant because the skin at the chest incision site had broken open, exposing the generator. It was reported that the patient had fluid build-up around the generator following vns implant. The fluid was aspirated from the site and the site was cleaned up. The patient was reportedly doing fine after the aspiration until a home health care nurse was cleaning the wound and the skin at the chest incision site broke open, exposing the generator. The patient is reportedly very thin with little adipose tissue around the generator. Surgeon plans to try to re-implant the patient with a generator at the back.